Manufacturer narrative:
A ge service rep performed an on site investigation. The batteries were replaced during the service call.

Event description:
The customer reported that the 9900 system had a precharge voltage error message. No pt injury was reported.